Event description:
Pt was revised to address loosening of the metaglene and poly wear of the humeral cup. The report states that the pt had poor bone stock that could not hold the metaglene, and that the pt was revised to a hemi.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.